Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-05149, 2017865-2020-05150. It was reported that the patient deceased from unknown causes. The patient's pacemaker system, including the leads, was explanted and returned.

Manufacturer narrative:
Analysis was normal. No anomalies were found